Event description:
It was reported to philips that the system gave an alert that a button was active at startup, preventing a full system boot. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during a non-emergency procedure. The procedure was aborted. The field service engineer (fse) visited onsite and confirmed that button active at start up. Upon troubleshooting, the philips field service engineer (fse) went onsite and found the hand switch had failed and the button was stuck pressed in. To resolve the issue, the fse replaced the hand switch. The defective part was sent for analysis, for handswitch no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.